Manufacturer narrative:
(B)(4). Insulin pump passed self-test, and displacement test. Insulin pump was programmed with test minilink and the glucose sensor simulator. However, insulin pump unable to communicate with test guardian link (1) transmitter glucose sensor simulator due to moisture damage found on electrical board. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump collection and transmitter no longer interested in use. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.